Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the chronic totally occluded (cto), mildly tortuous right coronary artery (rca). The 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced; however, resistance was felt so the lesion was dilated 3 times at 10 atmospheres (atm). However, after the third deflation, the balloon did not refold properly and the bdc was removed. Reportedly, there may have been resistance with the guiding catheter during withdrawal. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.0x12mm mini trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported resistance with the guiding catheter was not confirmed. The reported poor refold was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.